Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been 1 other complaint in the lot not similar. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the lens was explanted due to wrong lens. The iol was exchanged with an alternate iol in a secondary procedure. Clinical reason was mentioned as unable to see. Additional information has been requested; however, further information has not been received.